Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual and microscope inspection revealed spring tip bent. No foreign material could be found on the spring tip. Dimensional inspection revealed that the 14.5 in of the proximal section of the guidewire was detached and did not return for analysis. The media attached to the parent record shows a foreign material at end of the spring tip. Based on the evidence, the as reported code of 'device foreign material present in device' can be confirmed due to the media provided by the customer. The observed detachment of a portion of the proximal section, and the bending of the spring tip did not contribute to the reported issue.

Event description:
It was reported that a device contamination occurred. A rotawire was selected for use. During the procedure, wire was noted to be shorter than expected, but not broken. A string-like foreign material is on the end of the device. The procedure was completed with another of the same device. No patient complications were reported post procedure.

Event description:
It was reported that a device contamination occurred. A rotawire was selected for use. During the procedure, wire was noted to be shorter than expected, but not broken. A string-like foreign material is on the end of the device. The procedure was completed with another of the same device. No patient complications were reported post procedure.